Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in the field action and returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was further reported that the device was explanted due to reaching elective replacement indicator (eri) and there were no performance issues.

Event description:
It was reported that the battery depleted and there was a performance issue with the device. Additional information has been requested but is not available at this time. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.